Event description:
On 05/31/2022, infutronix received a complaint from an end user: "the admin set tubing was loose and falls out at the distal end of the cassette." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The event took place during an infusion. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
On 05/31/2022, the distributor confirmed with the end user that the affected device will not be returned for evaluation and therefore no root cause could be established.